Event description:
This case, reported by a consumer who contacted the co to report an adverse event and a product complaint, concerns a pt. The pt's medical history was not provided. Concomitant medications included atorvastatin for cholesterol and an unspecified medication for the pt's heart. The pt was taking insulin lispro (humalog) (unk dosage and duration) and human insulin isophane suspension (humulin n) (unk dosage and duration) via two pen injector devices (humapen ergo teal/opaque, lot# a1378 and humapen ergo burgundy/clear, lot# 140303) for the treatment of diabetes. Both of the pt's humapens had jammed lead screws. While using both devices, both cartridges (humalog and humulin n, lot# unk) were destroyed and the pt threw them out. On an unk date, the pt's blood sugar levels decreased. They were normally between 3.9 and 7.4 (mmol/litre) and they went to 0.6 (mmol/litre). The pt remained conscious. The parmedics and ambulance drivers were surprised that the pt remained conscious with their blood sugar levesl at 0.6 (mmol/litre). The pt was hospitalized. Pt outcome is not known. It is not known if the pt continued to use humalog and humulin n. The pt operated both devices and was a trained user. These were the pt's first devices, they were a first time use. The specific age and duration of use of the devices were not known, but the pt stated it was this year at some time. This humapen ergo teal/opaque complaint is associated with cid00245833. The humapen ergo burgundy/clear complaint is associated with cid00245831. Both devices were returned to the co in 2004. Further info is being requested.